Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an infection possibly due to (B)(6). The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2019-04966. Related manufacturer reference number: 2017865-2019-04967.

Event description:
New information noted that the physician does not believe the infection was device related.